Event description:
It was reported that the customer was experiencing hypoglycemia during night time, and the customer was not confident with the insulin pump delivery. It was stated that the customer had the lowest basal rate of 0.05 units, and it also has turned the basal off during night. It was also mentioned that the customer has varying basal rates during the day, which were higher as 6.0 units per hour. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to verify occlusion test due to prime anomaly.